Manufacturer narrative:
Exact date of event unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was implanted for the treatment of a type ia endoleak in an unknown medtronic endograft. It was reported during the index procedure, after the deployment of two endoanchors, resistance was encountered when attempting to advance the applier through the guide. The physician used a dilator inside the applier to try to overcome the obstruction of the guide. The applier then managed to advance through the guide but with very high resistance felt by the physician and the endoanchors were correctly placed. Per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine. Medical history: abdominal aneurysm.

Manufacturer narrative:
Additional information received: the endograft implanted during the was confirmed as an endurant ii bifurcate. An endurant cuff was also reportedly implanted with the endoanchors for the treatment of the type ia endoleak. If information is provided in the future, a supplemental report will be issued.